Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for unknown low blood glucose levels. Prior to the hospitalization, the customer filled two reservoirs and primed them both while being connected to the insulin pump. The customer's blood glucose levels were dropping fast during the call and was then taken to the hospital.